Event description:
The physician's office reported x-rays were taken but did not reveal gross fracture of the lead. No additional relevant information has been received to date.

Event description:
It was reported that high lead impedance was detected on (B)(6) 2016. The neurologist's office reported that x-rays were reviewed but the cause of the high impedance was not identified. No additional relevant information has been received to date. No surgical intervention has been reported to date.

Event description:
It was reported through an implant card that the patient's lead and generator were replaced. The reason for replacement was marked as high impedance. The suspect product has not been received by the manufacturing facility, to date. No further relevant information has been received to date.